Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, it was reported that the patient was hospitalized due to a respiratory infection and was treated with antibiotic tazocin 4.5 mg 3x1 intravenously.